Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of egm, the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Physician elected not to make any programming changes. Patient was kept on cardiovascular medications.